Manufacturer narrative:
The device has not been returned for evaluation as it is being returned to the implant retrieval center in the (B)(6). Root cause is unable to be determined at this time. Device is being returned to (B)(6).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020 for locking pin malfunction. As per the reporter, the rod was no longer lengthening and when removed there was slight movement in the rod. There was no patient injury reported.